Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2019 and suture was used. During the procedure, the thread disassembled from the needle inside the patient. It happened in the final knot of the suture process, so it was not necessary to take any further actions to continue this procedure. There was no harm to the patient or the surgeon.